Event description:
Approx 32 days after percutaneous coronary intervention with three cypher stents, the pt was hospitalized with an acute myocardial infarction. Angiography revealed thrombus within the second stent only. This pt presented to the cardiac catheterization unit and 1-vessel disease was found. Pre-procedure medications included aspirin 100mg and ticlopidine hydrochloride 200mg. Eight thousand (8000) units of heparin were administered during the procedure. Percutaneous coronary intervention (pci) was performed on an in-stent restenotic lesion after an unk bare metal stent, of more than 30 mm in length in a 3.0mm vessel diameter. The type c lesion was diffused. Direct stenting was performed with three overlapping stents. First deployed was a 3.0 x 23mm cypher stent at 18 atmospheres, followed by a 3.0 x 18mm cypher stent at 16 atm, proximal to the previous stent. Finally, a 3.5 x 18mm cypher stent was deployed at 16 atm, proximal to the previous stent. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. Post-procedure medications included aspirin 100 mg and ticlopidine hydrochloride 200mg. Approx 32 days later, the pt was taken emergently to the hosp due to an acute myocardial infarction. Coronary angiography was conducted and thrombus was observed only in the 2nd cypher stent, the 3.0/18mm. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) were conducted. Inflation time and pressure were unk. The physician commented that the cause of the thrombotic event was because ticlopidine hydrochloride was not administered.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt.